Event description:
Information received by medtronic stated that the customer experienced high blood glucose level over 400mg/dl for the past 4 days. Customer also stated that they manually injected insulin shots after the event occurred. No further patient complications were reported. Troubleshooting was performed, and the customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.